Event description:
Information was received indicating that prior to use of this smiths medical cadd cassette reservoirs, the pump exhibited "beeping with an error code no disp alarm". No patient injury reported.